Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information in (B)(6) 2010 from the patient that both his right atrial (ra) and right ventricular (rv) lead's became loose soon after implant 23 years ago. The patient noted he was brought back into the hospital to resolve the issue. Both the ra and rv lead's remain implanted and to date, no adverse patient effects were reported. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. Both the ra and rv leads were surgically capped and replaced due to a product performance issue (ppi). There were no adverse events reported. Boston scientific received information from the local representative who confirmed that both the ra and rv leads, implanted for approximately 16 years, were surgically capped and replaced. The rv lead was exhibiting high pacing thresholds (greater than 2.5 volts at 1.0 ms. The physician wanted to replace the rv lead with a new is-1 lead; however, there was no adapter available at implant to connect the rv is-1 lead to the 5/6mm s205 replacement device. Boston scientific does not manufacture an adapter to take the 5/6 mm ra lead connector to an is-1 device header. Consequently, the physician elected to surgically cap both leads and implant a replacement is-1 ra and is-1 rv leads to connect to the replacement device header. There were no adverse events reported.